Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular problems" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of "vascular problems" as follows: contra-indications: "do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported on behalf of a colleague whose patient developed "vascular problems" after injection with juvederm ultra. No medical or surgical intervention noted. Symptoms are ongoing.